Event description:
Info received indicates the head section is drifting.

Manufacturer narrative:
The facilities maintenance found a small amount of fluid on the manifold reservoir. Maintenance replaced the hydraulic manifold to repair the bed.